Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2023-00041. We will be retaining the old case (B)(4), MFR number 3002806821-2023-00041 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Vacuum-induced hemorrhage control system (jada system) was removed for an unknown reason and ended up with a hysterectomy [adverse event]. Case narrative: this initial spontaneous report originating from the united states was received from a physician via clinical accounts specialist (cas) referring to a non-pregnant female patient of unknown age. The patient's medical history included pregnancy and had delivery; her concurrent conditions, concomitant medication and past/drug allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 been used with a neptune (waste management system) vaginally (lot# and expiration date were not reported) for postpartum hemorrhage (postpartum haemorrhage). The vacuum-induced hemorrhage control system (jada system) came with blue seal valve, kit, and green carton (2.0). On an unknown date, vacuum-induced hemorrhage control system (jada system) was removed for an unknown reason and ended up with a hysterectomy (adverse event). The patient stated the issue was not related to the vacuum-induced hemorrhage control system (jada system). The patient sought medical attention. No other symptoms and further information was provided. No product quality compliant (pqc) was reported. Outcome of adverse event was unknown. The reporter considered adverse event to be not related to vacuum-induced hemorrhage control system (jada system). Upon internal review, the event of adverse event was considered to be serious due to required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device serious injury: serious. FDA code (health effects-health impact per annex f): 4624 one or more surgical procedures was required, or an existing procedure changed. FDA code (health effects-health impact per annex f): 4648 (insufficient information) there is not yet enough information available to classify the health impact. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2023-00041. We will be retaining the old case (B)(4), MFR number 3002806821-2023-00041 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed medical device serious injury: serious